Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient with an external neurostimulator (ens). It was reported that the patient saw a settings not available message. It was reported that the patient was getting up to 7 ¿ 8 ma and was getting an ¿out of regulation¿ (oor) message and was not getting pain relief or stimulation. The patient did feel a stimulation sensation in the leg on group c at 1.2 ma at the start of the trial. On groups a and b, the patient had to increase the stimulation to 5 ¿ 6 ma. The manufacturer representative was to meet with the patient on (B)(6) 2018 for further troubleshooting. Additional information was received from a manufacturer representative. It was reported that the lead had migrated and was not laying in the epidural space anymore. Reprogramming was attempted and the patient was able to get coverage at the top of the lead, but it was not the same coverage as they had when the leads were first placed. An x-ray confirmed the lead migration. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977d260, serial# (B)(4), product type: screening device; product ID: 977d260, serial# (B)(4), product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the lead had migrated and was not laying in the epidural space anymore. Reprogramming was attempted and the patient was able to get coverage at the top of the lead, but it was not the same coverage as they had when the leads were first placed. An x-ray confirmed the lead migration. No further complications are anticipated. (B)(6) 2018, additional information was received from a manufacturer representative. It was reported that the leads were explanted. No further complications are anticipated.